Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended on radius and underweight. A visual and microscopic analysis was performed which identified: sharp opening on radius assessed as a surgical impact opening, for the stress mark in the shell, broken striated on anterior, non-penetrating nick and missing shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening. A broken striated on anterior assessed as surgical damage. Missing shell assessed as inconclusive. Additional, corrected and/or changed data: b.6, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.